Event description:
It was reported that during a meniscus suture, the first shot (t1) with the fast-fix 360 was performed successfully, but the second shot (t2) did not slide. The firing system was activated multiple times in attempts to fire the second peak, but it never moved from the firing rail. The suture was removed to be able to pass another point. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.